Event description:
Per information provided: (B)(6) 2006 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of kugel patch (device 1). Per op notes, "the old incision was opened. The mesh was noted to be bulged. It was opened and cut away. A medium kugel patch (device 1) was placed in the underside of the fascia and secured with suture. And the mesh which left was secured with suture." (Note: the prior mesh visualized during this procedure was unknown). (B)(6) 2008 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of ventralex mesh (device 2). Per op notes, "a transverse incision was made above the umbilicus. A fascial defect was identified on the left of the midline and no significant hernia sac was present. The sutures from the previous repair in the mesh were present and were removed. The omentum was adherent to the anterior abdominal wall around the fascial defect and was freed up. A large ventralex mesh (device 2) was placed into the defect and secured with sutures." (B)(6) 2010 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with excision of kugel patch (device 1) and ventralex mesh (device 2) and implant of synthetic mesh. Per op notes, "a transverse incision was made through the scar above the umbilicus. A fibrotic mass was noted above the fascia. The fascia was opened in the midline below the fibrotic area. Sutures from the old mesh were taken out. The mesh (device 1) was exposed. The reaction around the old mesh was thick. The area of fibrosis and old mesh (device 1) were removed. The scar tissue and mesh were excised. The teflon portion of the old ventralex mesh (device 2) was rolled up underneath the peritoneum and this was all removed. A synthetic mesh was placed beneath the fascia and secured with suture."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the kugel patch (device 1). An additional supplemental emdr was submitted to represent the ventralex mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.